Event description:
Medtronic received information from a literature case report regarding a (B)(6) female patient who was admitted to the authors facility for heart failure symptoms approximately 14 years after implantation of a 29 mm medtronic hancock ii bioprosthetic mitral valve (unique device identifier number not provided). Transthoracic and transesophageal echocardiography revealed severe mitral bioprosthesis regurgitation due to leaflet perforation. Consequently, a 29 mm edwards sapien 3 transcatheter valve was successfully implanted valve-in-valve within the hancock ii. During six-month follow-up, the patient was asymptomatic. No additional adverse patient effects or product performance issues were reported.

Manufacturer narrative:
Citation: sacha j, et al. Transseptal mitral valve-in-valve implantation helps to elucidate the degree of concomitant aortic valve stenosis. Advances in interventional cardiology. 2020 dec;16(4):516-518. Doi: 10.5114/aic.2020.101783. Epub 2020 dec 29. Earliest date of publish used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.